Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to utilize manual injection as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and initiated the process to replace the pump, instructing the caller on storage mode procedures and the return of the malfunctioning pump via a prepaid label.